Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging that her one touch penlet plus lancing device was not cocking properly. The patient stated that the lancing device issue started 6 months ago. She is supposed to be testing "a couple of times a day". During that 6 month period, the patient did not test her blood glucose on a regula basis because of the lancing device issue. The patient alleged that because she was not testing regularly, she encountered several episodes of high and low blood glucose. When she was low, the patient reported having episodes of feeling light-headed, shaky, trembling, weak. When the patient experienced high blood glucose, she felt sick to her stomach. During the time of concern, the patient took her medications as prescribed. The patient does not take insulin but does take "a lot of medications." The patient was unwilling to provide the names of her medications. The patient denied seeking or receiving medical intervention from a health care provider because of the lancing device issue. The lancing device was replaced. This complaint is being reported due to the following conclusion: the patient claimed that she suffered numerous episodes of high and low blood glucose during the 6-month time period that the lancing device is not working. The patient reported, she was not able to test her blood glucose regularly for 6 months because of the lancing device issue.